Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels dropped down to between 30 mg/dl and 40 mg/dl while wearing the pod. The patient reports a friend had given them a shot of glucagon. Once at the hospital the patients blood pressure, pulse, heart rate and blood glucose levels were checked. As a result of the medical event the patients personal diabetes manager (pdm) basal rate was decreased to 0.1 unit per hour.